Event description:
The customer tested his blood glucose and received a reading of 76 mg/dl using his elite meter. Sometime later, the customer passed out and paramedics were called. Paramedics tested the customer's glucose and received a reading below 20 mg/dl using their meter. The customer was treated with i.v. Glucose. He was not hospitalized. While attempting to troubleshoot his elite system, it was discovered, the customer had been using expired test strips. The customer's elite meter is to be returned for evaluation. A new contour meter kit was sent to the customer.